Event description:
Nickel allergy after 6 months of essure placement. I have had essure coils in place for 13 months so far and while breastfeeding, my infant developed chronic ear infections, bronchitis, diagnosed with asthma and frequent on and off fevers. As for myself, I was diagnosed by my implanting doctor with adenomyosis, painful and heavier periods, hair loss, bloating, sharp pains in lower pelvic region, fluttering in belly, and sciatic nerve pain.